Manufacturer narrative:
A c20350 sample was not required for investigation of this feedback as the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the tubing identified to be kinked close to the filter component. The details of this feedback were forwarded to the manufacturing site for investigation. Kinked tubing is likely to have occurred as a result of the set being inadequately coiled prior to the packaging and sterilization process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20015605 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the c20350 product in the past 12 months.

Event description:
It was reported that low sorbing ext set tubing kinked. The following information was provided by the initial reporter: the reported feedback suggests that the tube is kinking already in the unopened package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that low sorbing ext set tubing kinked. The following information was provided by the initial reporter: the reported feedback suggests that the tube is kinking already in the unopened package.